Event description:
The customer reported having high blood glucose of 300mg/dl and was treated with the insulin pump and injections. Troubleshooting was performed, and the drive support cap was flush. Assisted the caller to run the manual prime test and the insulin did exit. Reviewed the alarm history and found a low reservoir alarm. The customer mentioned that the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.